Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the device was successfully verified in the framework of preventive maintenance program before the treatment and the system met specifications as per service and installation record. As per the assessment of a clinical application specialist, the canal for venting of the gases was too short. Information on correct canal placement was sent to the surgeon. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows that the user performed two energy checks and performed twenty treatments on that day. The logfile shows twenty successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. Review of the logfiles for the treatment day shows no warning or error messages. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified. The system was working within specification. The root cause could be identified as user handling. The canal length and placement is outside of the recommended values. There was no indication of a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported an incomplete flap where the flap was opened up to one mm away from the hinge in the patient right eye during lasik surgery.

Manufacturer narrative:
H.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).